Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(6) was informed that, after a microbiological routine control on this evis exera iii duodeno-videoscope, which was carried out as required by french regulation, the user detected an unexpected contamination; moraxella osloensis (5cfu) and staphylococcus pasteuri (1cfu). The user then left the medical device with french olympus subsidiary for further investigation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. For the malfunction found during evaluation of a dirty light guide lens, it is likely that physical stress generated a gap in the light guide lens glue where a stain invaded. Humidity invaded the device which corroded inner parts of lg-lens. The corrosion product remained as stain. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided information regarding the facility¿s cleaning disinfection and/or sterilization methods. During pre-cleaning, aspiration of water through the channels and flushing of the instrument/suction/auxillary/balloon and elevator channels using anios cxlean excell d detergent. During manual cleaning, anios cxlean excell d detergent is used. The instrument and suction channel including the balloon and elevator channel and distal end area are brushed with asept in med for swabs and brush and also olympus maj-1888 brushes. The scope is disinfected using the soluscope 4. Automated endoscope reprocessor with cln cleaning agent and paa disinfectant. The scope is stored in a wassenburg dry cabinet and hung vertically. As part of the investigation, olympus performed further microbiological testing at an external laboratory and the results conform according to french regulation. The scope was sterilized and returned to olympus for a physical evaluation. The service evaluation identified the inside of the light guide lens is dirty. Additionally, the objective les adhesive is discolored. The portions of the adhesive on the bending section cover are chipped and detached. The angulations are below standard specifications. There is play on the angulation control knob movement and the insertion tube is scratched. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly